Event description:
It has been reported that the liquid in the water chamber turned light brown. The humidifiers were filled with sterile water as usual. In total, the phenomenon occurred six times with a single f&p humidifier. The affected water chambers were replaced immediately in each instance. No injuries have been reported.

Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.